Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the patient was admitted following post-refill spasticity. It was stated that, during the refill, the reservoir was expected to contain 4.5ml, but the actual volume in the reservoir was 0.5ml. The cause of the discrepancy was unknown, though a catheter dye study was performed and was normal. At the time of report, the patient was stable, but was reportedly ¿with injury¿. The device system was used to deliver baclofen. Six days later, it was reported that catheter aspiration was not successful and the patient was not receiving therapy. It was presumed that there was a catheter issue and it was stated that she would undergo a catheter revision in the next couple of weeks following report. Four days later, it was reported that patient underwent a pump and catheter replacement. No flow from the existing catheter was apparent. The decision to replace the pump was made to remove all potential variables involved with the complication.

Event description:
The pump was delivering lioresal.

Manufacturer narrative:
Final analysis of the pump found no anomalies. Final analysis of the catheter found coring, tears, and cuts in the seal of the sc connector, though there was no leak seen in the lab. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.